Manufacturer narrative:
Additional review indicates this information was already reported in manufacturer¿s report #3004209178-2019-13626 (model: 37602, serial: (B)(6)) and #3004209178-2019-13627 (model: 37602, serial: (B)(6)). Any additional information regarding the event will be submitted as a supplemental submission to those reports. D11: product ID: 37602, serial no: (B)(6), implant date: (B)(6) 2017, explant date: (B)(6) 2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). It was reported the primary cell ins depleted only 22 months after implantation. It was reported the impedance recorded in july 2019 was very low and the therapy impedance in 2017 was also quite low. The therapy impedance from the previous inss in 2013 was significantly higher between 670 and 770 ohms. It was also noted there were some unusual changes in impedances particularly on the left side. For example, left pair 0/3 decreased from 2700 to 1750 to 1250 ohms over the 3 most recent tests. No symptoms or complications were reported or anticipated.